Event description:
It was reported that the customer was admitted to the intensive care unit for diabetic ketoacidosis after experiencing an unspecified issue with the pump. Multiple attempts were made by tandem technical support to follow up with the customer for troubleshooting; however, no response was received, and no additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.